Event description:
It was reported that shaft break occurred. A 3.5mm x 12mm quantum¿ maverick¿ balloon catheter was selected for use and advanced to treat the unspecified target vessel but was unable to cross despite several attempts. It was then noticed that the shaft fractured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a maverick 2 balloon catheter with no other devices. There was blood on the outer surface of the device and contrast in the inflation lumen. Device analysis determined the condition of the returned device was consistent with the complaint incident. The hypotube was completely separated 23cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There were numerous kinks throughout the hypotube. Microscopic examination presented no irregularities that could have contributed to the damage. No distal weld damage was found to the distal tip. The balloon was tightly folded. No damage or irregularities were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.5mm x 12mm quantum¿ maverick¿ balloon catheter was selected for use and advanced to treat the unspecified target vessel but was unable to cross despite several attempts. It was then noticed that the shaft fractured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.